Event description:
Philips received a complaint by the customer on the v60 indicating that the device did not work on battery, as the battery was not holding the charge. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The customer reported to the remote service engineer (rse) that the device did not work on battery, as the battery was not holding the charge. The customer also stated that the fan worked properly if connected to the power outlet while it turns off when disconnected. The rse informed the customer that the battery may be faulty. A field service engineer (fse) was dispatched onsite to evaluate and repair the device. Upon arrival, the fse confirmed the reported issue and carried out an internal battery replacement. The device passed required performance verification tests per philips standard and was returned to service.

Manufacturer narrative:
Initial reporter phone number - (B)(6).